Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, placement signal not reliable alarms were triggered. Despite these alarms, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data log shows confirm at the two times there were placement signal not reliable alarms. The console was returned for investigation. The console's 5s had low signal not reliable and failing contrast though this would not have caused the failure mode seen in the field. A console was run with purge and pump but the failure mode was not reproduced. The root cause of the intermittent unreliable placement signal and oscillating contrast was a defective optical bench because oscillating contrast is indicative of inadequate light production which would be a failure of the lamp. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.